Event description:
Boston scientific received information that the patient had a displaced atrial catheter due to a possible weak suture. They repositioned the lead. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.